Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not close properly as one jaw stayed open. Eventually, the clip fell into the patient in an open state and was retrieved with a rothnet device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.